Event description:
It was reported by the customer that the insulin pump display screen was blank. Customer stated they have changed the batteries three times and there is a black dot on the display screen showing only two bars. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 165 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm and no blank display. Unit was monitored and no black dot on the screen. Device received with scratched lcd window and cracked reservoir tube lip.